Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle is clogged with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, translated from (B)(6) to english: difficult to suck up solute. Defect already on several needles.

Event description:
It was reported that the needle is clogged with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, translated from french to english: difficult to suck up solute. Defect already on several needles.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304622 lot 190410 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. If the samples become available in the future, the complaint will be re-opened and re-investigated. The device history review showed no indication of the alleged defect.